Event description:
A customer reported experiencing multiple occlusion alarms. During two notable occurrences, the customer's blood glucose levels were significantly impacted, reaching 508 mg/dl, resolved with a supply change and over 600 mg/dl with ketones not identified as life threatening in the other, requiring assistance in changing supplies and completing a correction bolus. Reportedly, the customer reverted to manual dose injection for insulin therapy.